Event description:
Ventilator alarms heard and a loud "clicking" audible. The pt's sat monitor within limits when rn removed the pt from ventilator to bag manually. Smoke was noticed along with a loud burning smell. The ventilator was unplugged and quickly removed from the unit to hallway. Another servo 300 checked out and the pt stabilized without problem.